Event description:
Pre-operative diagnosis: symptomatic left breast capsule with significant breast asymmetry; probable leaking silicone implants done elsewhere. Post-operative diagnosis: same. Operative procedure: bilateral silicone implant removal; bilateral silicone implant material removal for bilateral leaking implants; bilateral open capsulotomies; bilateral retro-mammary breast reconstruction mentor hs siltex. Left: 400cc catalog siltex #354-4007 lot #185049. Right: 400cc catalog siltex #354-4007 lot #184156. The left breast was opened and then the right breast. Both of the implants appeared intact. There was some loss of volume and there was significant bleeding of the silicone around the implants. On the left side this weighted 259.4 grams. Records from the outside show that a 260 implant was placed according to the pt but the outside operative note said 320 and on the right side this weighed in at 320.7 grams. All the implant material was removed and irrigated with copious amounts of kanamycin solution. Bilateral open capsulotomies were then performed. The pockets were totally readjusted with circumferential and radial cuts and hemostasis was achieved with cautery. Preplaced intermuscular sutures of 3-0 vicryl were utilized. These were tied down. Rn placed 400cc mentor hs siltex silicone implants in the retro-mammary pockets. Symmetry was checked and it was felt to be excellent. The breast sutures were tied down, transected and the breasts closed with interrupted buried 4-0 vicryl followed by steri-strips and light compressive wrap. Blood loss was negligible. No blood products were given. The pt was awake and left the operating room per anesthesia.